Event description:
Technician found bed head would drift down when raised.

Manufacturer narrative:
Technician made adjustments to CPR cable to resolve issue. This effort will continue until we are current.